Event description:
Tool broke while turning bone flap. All components were retrieved. Broken portion was approximately 1/2" in length. On follow up it was reported there was no pt impact. The tool fragment was retrieved without difficulty. Upon receipt of the tool fragments, it was noted that both tools were from lot 8743d, rather than from lots 6014d and 6665d as originally reported. On follow up regarding this issue, the hospital confirmed that the returned tools were associated with these reports. They were not aware that the tool lot number is engraved on the tool, and they did not attempt to verify the identity of the tool prior to return. It was also confirmed that there had been no additional reports of f2/8ta23 tool breakage at this facility.